Manufacturer narrative:
Investigation pending.

Event description:
The customer reported the following events occurring on (B)(6) 2017 for one patient: a urine sample was collected for hcg testing prior to a scheduled minor surgery for a cervical cancer. The sample was tested using an alere hcg combo cassette and sent to the biochemistry laboratory for confirmation. The alere hcg combo cassette produced a negative hcg result. The patient was then taken to the operating room for double j installation. After the surgery was completed, the intensive care unit (ICU) operating room advised that a b-hcg positive result was received at the laboratory. The customer reported that the urine sample produced an hcg result of 54.62 miu/ml using the roche e411. The customer then tested the patient's urine using three other lots of alere hcg combo cassettes that they had in another department. All three lots produced positive hcg results. The customer also had a second box of the initial lot of alere hcg combo cassettes. The second box of the initial complaint lot produced a negative hcg result. A blood sample was also collected and produced a hcg result of 31 miu/ml. Although requested, additional information including the status of the pregnancy is not available.

Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with hcg-positive urine at the qc cutoff and all devices produced positive hcg results at the read time. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities. The lot met qc release specifications based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
The customer's results were not replicated in-house with returned and retention products of the reported lot. Returned and retention products were tested with an hcg urine standard at the qc cutoff and all devices produced positive hcg results at the read time. The product met qc release specifications. No (B)(6) results were observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.